Event description:
It was reported that before surgical anesthesia, the cuff of the endotracheal tube was found to be air leaking and could not be used. The surgery was completed with new endotracheal tube. There was no patient impact.

Manufacturer narrative:
H3: product analysis of the device found that, a syringe was used to inject 20-cc of air into the cuff balloon and the balloon failed to fully inflate. A leak test was performed to locate the source of the leak by submerging the balloon under water and bubbles (leakage) occurred on the proximal end of the balloon. Under magnification, a small puncture was observed and confirmed on the proximal end of the balloon. Electrically, for additional analysis, the resistance of each lead shall be between 1.7 and 3.7 ohms and the actual measurements were 3.34 ohms (blue), 3.63 ohms (blue with white stripe), 3.47 ohms (red), and 3.24 ohms (red with white stripe) which all the electrodes were in specification. In the returned condition, there was an out of specification condition that was related to the complaint (due to physical damage). This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.